Event description:
Two patient samples with discrepant results. Patient 1, premature infant, initial crplx gave 80 mg/dl. A second sample was obtained next day resulting at 3 mg/dl; repeat gave approximately 80 mg/dl. Initial bun gave 9.5 mmol/l. Second sample resulted at <0.5 mmol/l; repeat gave approximately 9.5 mmol/l. No adverse events reported in assocation with the incorrect results. If additional information is received, appropriate notification will be provided.

Event description:
Two pt samples with discrepant results. Patient 2, baby, initial total bilirubin gave 40 umol/l; repeat gave 226 umol/l. No adverse events reported in assocation with the incorrect results. If additional information is received, appropriate notification will be provided.